Manufacturer narrative:
Complaint conclusion: as reported, the doctor depressed the deployment button of 6f exoseal vascular closure device (vcd) but the wire at the tip remained out. Hemostasis was achieved. There was no reported patient injury. This was an endovascular therapy (evt) case. The device was stored and handled as per the instruction for use (IFU). The exoseal vcd was prepped according to the IFU instructions. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Additional procedural details were requested but are unknown. The device was returned for analysis. One non-sterile 6 french exoseal vascular closure device (vcd) was received for analysis inside a plastic bag. Per visual analysis, a cordis csi was already inserted, the deployment lever on the device was depressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire separated from the handle. The indicator window was received on white/black/red position and the guard was found locked. No anomalies were observed during the analysis. A sem analysis was performed, results showed that the indicator wire of the exoseal vcd presented evidence of scratch marks along the area where the wire used to be fixed to the inner mechanism of the exoseal handle. It seems the indicator wire was induced to a pulling event and the scratch marks are the evidence of the wire being stripped from the inner mechanism of the handle of the unit. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18002503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator wire ¿ unable to retract¿ and "indicator wire - separated" were confirmed during analysis of the device. Sem results showed that the device presented evidence of scratch marks along the area where the wire used to be fixed to the inner mechanism of the exoseal handle. It seems the indicator wire was induced to a pulling event and the scratch marks are the evidence of the wire being stripped from the inner mechanism of the handle of the unit. The exact cause of the reported event could not be conclusively determined during analysis. According to the instructions for use (IFU) which is not intended as a mitigation of risk, the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair. There are procedural and/ or handling factors that may have contributed to the reported event. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken. Neither the DHR nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the doctor depressed the deployment button of 6f exoseal vascular closure device (vcd) but the wire at the tip remained out. Hemostasis was achieved. There was no reported patient injury. The patient had no infectious disease. This was an endovascular therapy (evt) case. The device was stored and handled as per the instruction for use (IFU). The exoseal vcd was prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Additional procedural details were requested but are unknown. The device will be returned for analysis. Based on the product evaluation it was noted that due to the separated condition of the indicator wire (iw) of the handle a scanning electron microscope (sem) analysis was performed and results showed that the indicator wire of the exoseal vcd presented evidence of scratch marks along the area where the wire used to be fixed to the inner mechanism of the exoseal handle.